Manufacturer narrative:
(B)(4). Concomitant medical products: 00801803202- femoral head sterile product do not resterilize 12/14 taper- 61452278. 00784802200- modular neck b 12/14 neck taper use with +0 heads only- 61450114. 00620005822- shell porous with cluster holes 58 mm o.d.- 61368472. 00631005832-liner 10 degree elevated rim 32 mm i.d. For use with 58 mm o.d. Shell-61405420. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 00027. 0001822565 - 2021 - 00028. 0001822565 - 2021 - 00321. Reported event was confirmed via medical records reviewed by a healthcare professional. Review of the device history records for the stem identified no deviations or anomalies during manufacturing. Review of complaint history for the stem found no additional related issues for these items and the reported part and lot combinations. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a right hip revision approximately 10 years post implantation due to pain, stiffness, elevated metal ions, and trunnionosis. During the revision, significant heterotopic ossification was removed. The head and liner were replaced without complication. Attempts have been made and additional information on the reported event is unavailable at this time.